Event description:
On (B)(6) 2012 the lay user/patient in sweden contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. On (B)(6) 2012 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 4:30 pm the patient obtained the blood glucose reading of 14.6 mmol/l on the reported meter, and a reading of 11.6 mmol/l on another manufacturer's meter within 30 minutes. Based on the 14.6 mmol/l reading, the patient took 7.0 units humalog insulin. The patient claimed his usual reading at that time of day was 8.0 mmol/l. The patient waited one hour to eat his dinner of a sandwich. At 5:30 pm the patient allegedly experienced the symptoms of shaking, instability, weakness, dizziness and he passed out. While symptomatic, the patient's blood glucose level was not tested by anyone, nor did he receive any treatment. The police were contacted, and the patient was transported to the hospital. The patient was unable to provide his blood glucose level as tested in the emergency room. At 8:00 pm the patient was treated with a glucagon injection and he was admitted to the hospital. Earlier on the day of this event, the patient had eaten a sandwich and beer, and taken 7.0 units humalog insulin. He was unable to provide his blood glucose readings from that day. The patient manages his diabetes with an unspecified dose of lantus insulin and humalog insulin on a sliding scale with meals, ranging from 5.0 to 8.0 units. The patient tests his blood glucose level five times per day. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient's technique was incorrect by delaying his meal for one hour after taking insulin. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia afterwards, and received emergency medical attention and treatment with glucagon, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where apply sample message was observed during control solution testing. The retain test strips also passed testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.